Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  Some of the customer's racks have the required adapter for 13x100 mm bd vacutainer sample tubes and some do not. Per product labeling, rack adapters must be used for 13 mm tubes. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent or instrument. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient from the cobas e411 rack analyzer. The initial result was 0.433 miu/ml and was reported to the patient. The patient used a rapid hcg card test and the result was positive. The patient asked the customer to repeat the sample and the result (B)(6) 2021 was 724.6 miu/ml with a data flag. On (B)(6) 2021 with reagent lot number 454060, the result was 675.2 miu/ml. The reagent lot number was 45406003 with an expiration date of 31-may-2021.